Manufacturer narrative:
Device analysis: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed no damage was noted. During functional testing, the sample returned was tested using the hydrostatic vessel and when the test was performed, the sample was set for accuracy testing using a cadd pump legacy and a balance mettler toledo to look for unusual function. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd administration set was under infusing. No adverse effects were reported.